Manufacturer narrative:
Surgeon reported no concerns for stability, flexion or hyperextension soon after the primary case, this hyperextension problem developed over time. Surgeon reported intraoperatively, patient not appear to have flexion or hyperextension concerns. Surgeon reported thicker insert resolved the problem intraoperatively and no flexion concerns have been mentioned/raised to date.

Event description:
Patient presented to surgeon with 5 degrees of hyperextension.